Manufacturer narrative:
Per the clinic, it was reported that the device was explanted on (B)(6) 2020. The patient was reimplanted with another cochlear device during the same surgery. This report is submitted august 6, 2020.

Manufacturer narrative:
This report is submitted on 18 september 2020.

Manufacturer narrative:
This report is submitted on 15 july 2020.

Event description:
Per the clinic, the patient experienced intermittencies and subsequent loss of connection to the internal device. Reprogramming attempts were made; however, the issue could not be resolved. The implanted device remains.